Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the tip of the guide wire became detached. The 100% stenosed target lesion was located in the tibialis anterior artery. After placing a non bsc 5fr sheath and 5fr guide catheter, the pt2 moderate support guide wire was advanced. The tip of the guide wire became looped. The physician advanced a non bsc balloon catheter over the wire and pulled back on the wire to straighten the loop. Balloon angioplasty was performed and upon removal of the guide wire, it was noted the tip had detached in the tibialis anterior artery. The physician opted not to remove the wire fragment. There were no additional patient complications reported and the patient¿s condition was reported as ¿stable¿.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the device received was not the reported complaint device. The wire received is not from the pt2 product family. The type or manufacturer of the returned wire could not be determined. Analysis of the received device revealed the distal portion was severely elongated. A core wire fracture was noted approximately 2.5cm proximal to the distal tip with both fracture sites remaining attached. The overall length of the device was 300.5cm. Sem (scanning electron microscope) lab analysis indicated that the fracture surface revealed a torsional/bending action. Compression and tension zones were observed and smeared material was noted. No material anomalies were detected. The manufacturing batch record review of the reported pt2 complaint device confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was further reported that the identity of the returned wire is unknown.